Event description:
Performing egd with dilation on a patient. The dilator was leaking water by the pressure gauge (where there are no adjustable connections) while inflating the balloon which caused the balloon to lose pressure and the rn had to continuously inflate the balloon to keep the pressure up.